Event description:
It was reported that the surgeon made an additional accessory portal in the pt's joint to assist in loading the #2 implant on to the trocar. The surgeon was performing a meniscal repair when the #2 implant was having trouble deploying from the handpiece. Only one of three repair devices used in this case would not deploy. Follow-up with the rptr provided information that it seemed as though the second implant was not loaded onto the trocar at all, and was not coming out of the cannulated portion of the handpiece. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. The device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device eval. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of the implant not coming out of the cannula is not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event rptr.